Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652 lead, implanted: (B)(6) 2011 ; 419688 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
The patient called and reported that since their device check a day ago, where the field representative was going to switch something from one lead to another, the patient has not been feeling comfortable as it feels like pulsating and questioned if possible shock. The rv lead remains in use. No patient complications have been reported as a result of this event.